Event description:
Customer alleged cam lock in cane has broken. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the cam lock at the bottom of the cane has broken and the unit does not feel safe. The consumer has been using the cane since (B)(6) 2011. The consumer took the cane to the dealer and received a replacement. No RMA has been issued. No injury.